Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. It was also stated that the insulin pump alarmed button error, and the act button stopped functioning. Nothing further was reported.